Manufacturer narrative:
The combiset tubing was discarded by the user facility. A supplemental report will be filed upon completion of the plant investigation.

Event description:
A user facility reported that a clamp failed on a venous chamber when the cap was removed to give venofer. The loss of blood was less than 100cc. Two blue clamps were used to continue treatment without further event. No medical intervention was required.

Manufacturer narrative:
Device review: the actual sample was not returned to the manufacturer for evaluation. One case of samples from the same lot was received rom the distribution center and evaluated. A visual inspection of the entire case was performed under bill of material and drawing number (B)(4). No damage or defects were found. One sample was tested on the hemodialysis machine 2008t for simulated use. The dialyzer and bloodlines were flushed with normal saline to remove the air in the system for a period of 90 seconds; the bloodlines (venous and arterial line) were connected stablishing a complete circuit and the extracorporeal circuit was recirculated. During recirculation, no air bubbles inside the system were noticed. The sample tested functioned as intended w/out any abnormalities during the testing period. No leaks were noticed and no level variation of venous and arterial chamber were found. A batch record review was performed and the batch was found to have been manufactured per specifications without any non-conformance or variances. The complaint is deemed as not confirmed, the companion samples did not show any issue during evaluation.